Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. The clinical data was returned and evaluated. Review of the clinical data indicates that the shock button was pressed causing the device to deliver a shock. Additionally, follow-up communication with the customer confirmed that the device is configured to auto-charge when a shockable rhythm is detected. Based on the complaint investigation, we have determined the device meets specification. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device inappropriately charged energy and discharged energy without end user interaction. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.